Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: herniated nucleus pulposus with foraminal stenosis at l4-5 right side, ICD-9. He underwent following procedures: posterior lumbar fusion at l4-5 bilaterally, posterior lumbar interbody fusion at l4-5 from the right side, laminectomy and foraminotomy right side, with autologous bone graft harvesting, and pedical screw fixation at l4-5 bilaterally, insertion of posterior lumbar interbody cage. Microscopic assistance was carried out through the major portion of procedure and platelet gel for grafting was carried out. As per operative notes, ¿ decortication was carried out and bone grafting was then carried out utilizing platelet gel and rhbmp-2 along with autologous and bone bank bone. After complete packing of the disk space had been accomplished the 16 mm cage was inserted.¿ no intra-operative complications were reported. Post-op, patient allegedly sustained unspecified injuries due to the use of rhbmp-2.